Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by visually seeing the problem and reproduce the problem by turning on the analyzer. While troubleshooting, fse found the diluent pump leaking and running continuously. Fse replaced the diluent pump, but the analyzer was still running continuously while being on. Fse tried resetting the lqc board connections, but the error persists and fse replaced the lqc board. The diluent pump is now running per specifications. However, fse visually saw the wash syringe leaking when priming and replaced it. Fse successfully performed wash prime, ran daily check, ran quality control within acceptable range and no leaks occurred. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number: (B)(4) from on (B)(6) 2021 through aware date on (B)(6) 2022. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to the malfunction of the lqc board and leaking diluent pump and wash syringe.

Event description:
A customer reported a leak from the waste area on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.